Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, battery testing, an alarm log review, and a service history review were performed. The battery low alarm was identified during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.